Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Troubleshooting was performed. It was stated that when the insulin pump got down to 20 units the buttons stopped responding. Customer was advised to observe time clock for one minute and found that the time clock did not advance. Insert battery alarm did not appear on insulin pump screen. Customer was advised to turn off screen and insert a recommended new, fully charged aa battery, customer was not able to clear the pump errors, power loss alarm, and program insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. No frozen screen noted. (B)(4).